Event description:
It was reported that a patient had a urinary tract infection the week prior to the report which they just got over. The reporter stated that the patient went to see a healthcare provider for urinalysis and received an antibiotic which was gone the day of the report.

Manufacturer narrative:
Product ID 3093-33 lot# v508248, implanted: 2011 (B)(6), product type lead. (B)(4).